Event description:
The user facility reported that during a therapeutic robotic laparoscopic procedure, the insufflator did not detect pressure and continued providing gas flow. The users shut down the device to prevent injury to the pt. The procedure was said to have been completed using a different but similar insufflator. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, but was only provided limited info. The biomedical engineer at the user facility reported that during the procedure, the insufflator was not reading the pressure of carbon dioxide coming from the cylinder. The relief was set at 15 mpa but the unit was not reading the pressure. There was no pt injury reported and the procedure was completed using a different, but similar device. The insufflator was returned to olympus for eval. The eval did not duplicate the user's experience. The device was tested with a test flow rate sensor jigs,(B)(4) hose for cylinder and no problem was found. The gas supply lever displayed an output that was normal. All air joints were checked and there was no leak detected. The insufflator passed all functional tests and procedures. The insufflator passed all functional tests and procedures, and was found to operate appropriately. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.